Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range pacing impedances on right ventricular (rv) lead, measuring greater than 2000 ohms. Fine noise was noted on the shock channel, which is likely due to myopotentials. The health care professional (hcp) performed pocket manipulations and isometrics and there wasn't any noise and the impedances were stable. Boston scientific technical services (ts) discussed that a lead fracture isn't likely because noise and out of range impedances would have been recreated. Ts recommended continuing to monitor the patient/system. The patient's rv lead is a non-boston scientific product. This ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported noise, oversensing, pacing inhibition, and high pacing impedances.

Event description:
Additional information was received which indicated the noise was oversensed on the rv lead, which resulted in pacing inhibition. The patient didn't experience greater than 2 seconds of asystole as they have an underlying rhythm. Subsequently, a revision procedure was performed. This ICD was explanted and replaced. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
Additional information was received which indicated another out of range impedance spike on the rv lead occurred in november. Isometrics were performed again and the out of range measurements were unable to be duplicated. There was no noise noted on the stored device episodes. Outside of the spikes the impedances are within normal limits. It was suspected that the impedance spikes are due to the leaflet contact in the header on the lead ring. Small movements of the terminal ring either axially (back and forth) or radially (circular motion) over time creates wearing of the terminal ring and generates microscopic particles, which over time may accumulate and oxidize. This can impact the connection between the leaflet and lead ring, resulting in an intermittent change in impedance. This ICD system remains in service. No adverse patient effects were reported.